Manufacturer narrative:
Product analysis: the complaint could not be confirmed. The programmer passed all incoming functional tests. The circuit boards and mechanical parts were inspected, damaged/worn out parts were replaced, parts were updated, as appropriate. The hard drive was reconfigured, the software reloaded and updated and the device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was losing device telemetry, during patient sessions. The programmer is expected to be returned for service. No patient complications have been reported as a result of this event.